Event description:
The following was reported to hamilton medical ag: leak test failed. Consumable new. No patient involvement reported.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).